Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was very sick sometime after the sensor was placed. Prior to being transported to the hospital, his egv was between 100 and 200 mg/dl. He did not recall getting a bgm reading before emergency medical services (ems) arrival. When he arrived at the hospital, his bgm was over 300 mg/dl and the egv was not known. He also stated that shortly, the sensor failed. He was discharged (B)(6) 2026. He declined to provide additional details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.